Event description:
It was reported via social media that a patient underwent a water vapor therapy procedure, patient started taking oral antibiotics, alpha blockers, anti-inflammatory and pain killer for 5 days after procedure and was on catheterization. Then, catheter was removed causing urine to stop, and the catheter was inserted again for 3 days. Then, the physician started patient on intravenous (IV) oxide for 3 days with 4 g daily. After 3 days, there was no results and patient started taking IV tanzo 4.5 mg thrice a day. However, 16 days after procedure patient is still on IV and experiencing severe pain, dribbling urine and rectal pressure and not being able to sit or lay.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.